Manufacturer narrative:
An event of structural valve deterioration was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, a 23 mm trifecta valve was implanted. On (B)(6) 2013, structural valve deterioration was observed. On (B)(6) 2013, a valve-in-valve procedure was performed and an unknown valve was implanted. No patient consequences were reported.